Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge message on the pump. The customer successfully reloaded the cartridge and insulin delivery was resumed. Blood glucose was 200 mg/dl. Review of t:connect pump data showed the pump was operating normally and that there was no alert/alarms that occurred. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.